Manufacturer narrative:
Device evaluation follow-up #1 submitted 01/17/2014: the device was returned to animas and evaluated by product analysis on 01/31/2014 with the following results: the issue was confirmed in history but not duplicated in testing: black box and alarm history review shows multiple persistent alarms - a flash chip u39 language corruption. The pump powers ¿on¿ and displays ¿verify¿ screen, the unit was primed and exercised correctly, no cs alarms occurred during the duration test. Pump¿s cover was removed. No intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the pump emitted recurring call service 069 alarms that could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.